Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a pharmacist from (B)(6) of distension, anorexia, and fatal peritonitis in a home patient (hp). During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced distension, anorexia, abdominal pain and peritoneal effluent with turbid like reticulation. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by abdominal pain and peritoneal effluent with turbid like reticulation. It was not reported whether the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with cephradine and levofloxacin (dose, route and frequencies not reported). On (B)(6) 2012, the pd effluent was found to be clear and the abdominal pain was resolving. The hp had been recovering from the events of abdominal distension and anorexia. On an unreported date, the patient died. The stated cause of death was peritonitis. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.